Event description:
Customer reported a malfunction alarm with code malf 0, but no notable events occurred prior to the malfunction. Blood glucose level was recorded at 135 mg/dl, indicating no adverse impact to the customer's levels. Customer received pump reset information from technical support and was assisted in resetting the pump. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears. Customer acknowledged and understood the instructions.